Manufacturer narrative:
Follow up identified on 17-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (post# FDA-2014-n-0736-1813). The consumer was told that essure contained nickel and in rare cases (like other things) there were side effects. She was never tested or advised to be tested for a nickel allergy. Her doctor was more concerned that she understood the procedure was permanent and wanted her to be sure she was certain she didn't want children. On (B)(6) 2014, she went into her doctor's office for the essure procedure. She was given valium and an injection for pain. The procedure was not quick or painless as had been described to her. In fact it was the worst pain she had ever experienced. It seemed like over an hour and the right coil was implanted but she was unable to place the left. The doctor asked her to think about how she wanted to proceed and they could try again another day or schedule a tubal ligation for the left tube. The consumer opted to try again. On (B)(6) 2015, she went back to have the procedure finished. She had been told when she made the appointment that she would be given something the day before to soften her cervix to make the procedure less painful. When she called the day before, she was told she was mistaken, so again this was terribly painful. She waited in the procedure room for over 30 minutes because they couldn't find the end cap to the scope. The doctor finally came in with a second doctor and had her hold the end of the scope closed with her finger. Then the digging around began again. She again experienced extreme pain as before as well as sweating and nausea. She placed the coil and then determined it was not in far enough, so she pulled it out and started over. She bled for several days after both procedures. Then she started her period, and it didn't stop until (B)(6) (2015). The bleeding was heavy and accompanied by terrible cramps and sharp stabbing pains. She felt tired and anxious all the time. She began to experience more side effects, such as vaginal burning, swelling and redness. Her hair fell out in clumps. She became extremely agitated at the littlest of things and could not keep her cool. She was put on anti- anxiety meds and her anti-depressant was increased. She went to her implanting doctor and the doctor seemed defensive, unsupportive and didn't think her issues were essure related. She stuck with her through her hsg confirmation test in (B)(6), which was also terribly painful for her. Her insurance was billed for surgery and anesthesia that day, neither of which she had. In her initial analysis of her flat panel image, she said one coil appeared to be embedded in her uterus. After seeing the images with the dye, she changed her mind. She said everything was fine (the previously reported suspicion of breakage, one of my coils appears to be bent and uterine perforation were deleted as events). She then told her to call the office to set up an ultrasound to see if there was anything else that might be causing her pain. As time had passed, her symptoms have continued, and more have emerged, such as extreme fatigue, irritability and severe joint pain and swelling. The joint pain had become so bad in her knees that she sometimes had to use a cane to walk. Each day, she did not know whether she would have a day full of joint pain until her feet hit the floor. She had missed so much due to this issue. She could not go out with friends, housework and yard work was too challenging and if she didn't have a desk job, she would be out of work, which would increase her financial burden from that experience even more. She was, at the time of report, 5 weeks post op from a hysterectomy and doing fabulously. She was incredibly lucky: the coils were in place and not in fact perforated or embedded into her uterus or other organs. Her doctor did state that her tubes were extremely inflamed. She truly believed that, had she waited any longer her symptoms would have worsened. Since removal, she rarely needed her anxiety meds anymore and had not needed to walk with her cane once. She had also lost about 13 pounds, even though she had had no change to her diet and had been completely inactive after her surgery. She was still recovering, but she now had hope and was seeing the light at the end of the tunnel of terror that essure forced her into. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, and initially the physician suspected that one of her coils was possibly broken and perforated the tube. However, after seeing the images with the dye in the hysterosalpingogram, she changed her mind. Everything was fine. Therefore, the device breakage and uterine perforation were deleted. She also had chronic abdominal pain, pain in joints, especially in knee (interpreted as arthralgia) and bleeding for several days after both insertion procedures (interpreted as post procedural bleeding). A hysterectomy was performed. During surgery, her doctor noticed that tubes were extremely inflamed (interpreted as salpingitis). After removal she was still recovering. These events are serious due to their medical importance. The abdominal pain, post procedural bleeding and salpingitis are listed while the arthralgia is unlisted in the reference safety information for essure. Considering the nature of these events and localized action of essure in the fallopian tubes, the causal relationship between essure and abdominal pain, post procedural bleeding and salpingitis cannot be excluded. However, it is unlikely that essure would cause arthralgia. This case is regarded as incident since device removal was required. Additionally, non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0124, awareness date 13-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Shortly after essure was placed, the consumer started experiencing prolonged painful periods; chronic abdominal pain; pain and swelling in her joints; vaginal burning and swelling; depression; anxiety and hair loss. One of her coils appears to be bent possibly broken and perforated the tube. According to her, there was no way to know for sure without surgery. She was scheduled for a hysterectomy at (B)(6) on (B)(6) 2015 as a result of this device. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, and one of her coils was possibly broken and perforated the tube. She was scheduled for a hysterectomy. The reported events were considered serious due to medical importance. Device breakage is unlisted according to essure's reference safety information; while fallopian tube perforation is listed. Fallopian tube perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Consumer reported a suspicion of device breakage in addition to fallopian tube perforation an unspecified time after essure placement. Although the exact mechanism of these events is not known; given their nature, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since a surgical intervention will be required as events treatment. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, and one of her coils was possibly broken and perforated the tube. She was scheduled for a hysterectomy. The reported events were considered serious due to medical importance. Device breakage is unlisted according to essure's reference safety information; while fallopian tube perforation is listed. According to product technical complaint analysis, the possibility of micro-insert breaking is an anticipated event. Fallopian tube perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, limited information was provided. Consumer reported a suspicion of device breakage in addition to fallopian tube perforation an unspecified time after essure placement. Although the exact mechanism of these events is not known; given their nature, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident, since a surgical intervention will be required as events treatment. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.